Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75x33mm xience sierra stent mentioned has been previously reported in medwatch report reference 2024168-2019-10420-00 and 2024168-2019-10420-001, echo event, (B)(4).

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with a mid-left anterior descending (lad) coronary artery, 70% stenosed lesion. A 2.75x33mm xience sierra stent was implanted with acceptable results and without complication. On (B)(6) 2019, a xience sierra stent 2.75x38mm was implanted to treat restenosis in the previously implanted, mid lad 2.75x33mm xience sierra stent (previously reported under another manufacturer MFR#). On (B)(6) 2020, the patient was hospitalized for chest pain. Per imaging, the mid lad had 95% occlusion with restenosis. Additional angioplasty was performed as treatment, placing a non-abbott stent in the mid lad. There was no device malfunction and the event resolved. No additional information was provided regarding this issue.